Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r86-22, that has a similar product distributed in the us, list number 06r86-20.

Event description:
The customer observed a false negative sars-cov-2 igg result for a (B)(6) year-old female, with no reported covid-19 symptoms, on an architect i1000sr analyzer. The following data was provided(<1.4 index (s/c) is negative, >/=1.40 index (s/c) is positive): sample ID (B)(6), on (B)(6) 2020, initial result was 0.50, repeat was 0.52 index (s/c) on the architect analyzer. The sample was tested using an eco test covid-19 rapid antibody test and the igg and igm results were positive. It was noted that patient tested positive on (B)(6) 2020 with a pcr assay. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records and scientific literature. Return testing was not completed as returns were not available. Sensitivity and specificity testing were performed using panels, which mimics patient samples, and an in-house retained kit of lot 16253fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review on lot 16253fn00 did not show any potential non-conformances, or deviations related to the customers issue. Labeling was reviewed and found to adequately address the issue under review. Per product labeling, results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. No systemic issue or deficiency of the architect sars-cov-2 igg assay was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.